Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a signal loss and an adverse event. The sensor was inserted on (B)(6) 2019. The patient reported signal loss for an unknown length of time on the day the sensor had been inserted. The patient reported having a hypoglycemic event during the signal loss, stating only that he felt weird at the time; no other symptoms or details of the hypoglycemia were provided. No medical intervention or treatment information was provided. At the time of the report the patient was stable. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.